Event description:
Related manufacturer reference number: 2017865-2022-06444. Related manufacturer reference number: 2017865-2022-06445. It was reported that the patient presented in clinic with infection. The right atrial (ra), the right ventricular (rv) lead, and pacemaker were explanted. The patient was stable.

Event description:
New information notes device will not be returned.

Manufacturer narrative:
Additional information notes device will not be returned. Update to h6 codes. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.